Event description:
The customer's parent reported via phone call that the customer had sensor error alerts with their sensor. The parent stated the customer had gastroparesis. It was also found the customer had blood at site and their sensor was bent upon removal. The customer's parent also reported the customer's blood glucose reached 508 mg/dl in one incident when their infusion set became detached from their body. The customer's blood glucose later declined to 62 mg/dl. The customer's sensor will be returned and replaced.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings. Also found both cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.